Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 lead; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 10784075. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient was experiencing ineffective stimulation. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the lead was explanted and replaced. During the surgery a cerebrospinal fluid (csf) occurred while the physician was placing a lead. The patient indicated having a headache and two blood patches were performed to address the issue. It is unknown which lead caused the ineffective stimulation or the csf leak.